Event description:
It was reported that the advanced cement mixing bowl was being used in a case when it was discovered that the powder exited the bowl and ended up in the base of the device by traveling through the suction hose. The powder then stuck to the cylinder and came out of the device into the surgical site. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the advanced cement mixing bowl was being used in a case when it was discovered that the powder exited the bowl and ended up in the base of the device by traveling through the suction hose. The powder then stuck to the cylinder and came out of the device into the surgical site. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A complete device evaluation was not performed since the entire unit was not returned. It is not possible to determine the cause of the reported event without a full evaluation of the device. The portion of the device received was not returned to the user facility, as it was scrapped by the manufacturer. A full inspection could not be performed since the entire unit was not returned.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.